Manufacturer narrative:
Device evaluation: the hypotube was kinked 3.5cm, 46cm and 88cm distal to the strain relief. The transition shaft was kinked 27cm proximal to the guidewire entry port. The inner lumen material distal to the attach tip bond was stretched and bunched. A 0.015 inch mandrel could not be fully loaded due to the stretched and bunched inner lumen material. The device was placed in a water bath to disperse residue present in the inflation lumen and balloon. Following the removal of the device from the water bath, the device was inflated and deflated. The balloon was inflated to rated burst pressure (14atms) in 4.04secs with no issues noted; specification is = 15secs. The balloon was deflated from 14 atms in a time of 6.49secs; specification is = 20secs. (B)(4).

Event description:
The physician was using a euphora balloon. The device was removed from packaging per IFU and inspected with no issues noted. There were no difficulties noted when removing the protective sheath / packaging stylette from the device. Negative prep was performed with no issues identified. The target lesion in the mid lad had moderate tortuosity, moderate calcification and 88% stenosis. Resistance was not encountered advancing the euphora balloon and excessive force was not used during delivery. There were no difficulties noted during inflation of the device. It was reported that the device would not deflate at the lesion site. 50/50 concentration of contrast / saline is used by the physician. No patient injury reported.